Manufacturer narrative:
Product complaint # (B)(4). Batch # r59h5g. Investigation summary: the analysis results found that the ats45 device was returned with the articulation gear teeth damaged and with no reload present on the device. No functional test was performed due the condition of the device. It is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that using the stapler in a lap chole firing over the bile duct, doctor had felt the duct and didn¿t feel any stones. 1st one - couldn¿t close the closing trigger on first, didn¿t fire, removed and got new stapler 2nd - took same cartridge from first stapler, closed (and was able to close) went to fire and firing trigger broke, removed that stapler - firing not completed opened new 3rd stapler and new cartridge and fired no problem there were clips in the area but doctor didn¿t think she was firing over one. No patient consequence reported.